Event description:
It was reported that during a device replacement the new device was oversensing. The physician decided to take no action. The patient was fine after the event and follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.